Event description:
It was reported that (1) device was used during a stomach resection. It was reported by the affiliate that the h2tuv instrument had no function (no details). Another instrument was used to complete the case. There was no consequence to the pt.